Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a continuous renal replacement therapy, crrt, using a prismaflex st150 set, an unknown type of alarm was triggered. It was reported that the blood pump stopped. As a result, the patient was "actively bleeding in various places." The filter "restarted and worked as before." The blood loss was 290 ml reportedly due to stopping and non-functionality of the filter. No additional information was provided.

Manufacturer narrative:
B5: upon follow up, it was reported that anticoagulant was not used as treatment for the event. The patient was switched from citrate to continuous venovenous hemodiafiltration (cvvhdf). It was reported that the blood was not returned "because the filter was restarted." It was reported that "there was no blood loss" from the extracorporeal circuit. No additional information is available. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Based on additional information received, prismaflex st150 set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.